Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find any other complaint regarding lot number 9112246. Checking the quality databases revealed no anomaly in connection with the described defect. We received one used sample. After investigation we observed a bent on the sheath just after the handle and a clean cut on two wires of the basket. This cut may be due to a high temperature during use (e.g laser).

Event description:
According to available information, this device was not able to be used due to a cut. When the doctor tried to start using the device, he noticed that the 2 basket wires were already cut. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was not able to be used due to a cut. When the doctor tried to start using the device, he noticed that the 2 basket wires were already cut. No other adverse patient effects were reported.